Event description:
The customer reported an unexpected shutdown while monitoring a pt. There was no negative pt impact.

Manufacturer narrative:
(B)(4): the customer reported an unexpected shutdown while monitoring a pt. There was no negative pt impact. There device was returned to philips for evaluation. The electronic event file was reviewed and showed a "battery critical" message indicating a critically low battery charge. The device was evaluated at philips. The device was tested with no trouble found. The battery was also tested and although it passed testing at that time, it was found to be over 4 years old. Philips recommends that batteries be replaced approximately very 2 years. We are unable to confirm the cause of the reported symptoms as it could not be reproduced.